Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old patient needing mechanical circulatory support. It was reported that the patient was on impella cp support. While on support, patient had ventricular tachycardia (vt) occasionally occurred and was accompanied with suction. Suction disappeared when vt was solved by crm. Also suggested physician to add volume to the patient. Blood pressure dropped severely once during vt and was solved by defibrillation. In addition, a clot was found at left leg. Physician suspected the clot was formed due to vt, iliac stenosis and vessel tortuosity. Patient was sent to outpatient therapy for thrombectomy.